Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not be extended due to drive shaft lud stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to ventricular fibrillation (vf) and chest pain. It was noted that the right ventricular (rv) lead dislodged one month post implant. The lead had no capture, diminished sensing, and the helix was not extended. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.